Event description:
On (B)(6) 2011, the pt underwent the surgery with a g3 long nail. About one year after, the surgeon found through x-ray that the nail was broken. The pt underwent revision surgery and had a bha on (B)(6) 20212. This case was subtrochanteric fracture by the tumor.

Manufacturer narrative:
Once the investigation has been completed any add'l info will be reported in a supplemental report. Associated device: 3060-0100s lang screw, ti gamma3 10.5 x 100 mm, (B)(4) lot. (B)(4) locking screw, fully threaded t2 tibia 5 x 35 mm k245266 lot. (B)(4) locking screw, fully threaded t2 tibia 5 x 35 mm, k665296 lot.